Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose (bg) levels of 69-300 mg/dl. The low bg level was addressed by drinking juice and eating glucose tablets. The elevated bg was due to the customer under delivering insulin for meals. The customer corrected the elevated bg with a bolus via the pump. The customer believes the low bg's are due to the pump settings needing adjusting. Customer will contact their health care professional to discuss settings changes.